Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii needle became jammed in the customer's expressew iii without hook and the needle broke in half within the gun. The needle became jammed after the second pass and permacord suture was used with the device. The sales rep confirmed that nothing fell in the patient. The procedure was completed with another gun and needle with no harm to the patient or delays to the case. The sales rep could not provide a lot number for the needle. The sales rep stated that one half of the needle was discarded by the customer but the other half of the needle is still stuck in the gun and will be returning for evaluation.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not being returned, multiples attempts for product return were made with no response, therefore unavailable for a physical evaluation. This complaint cannot be confirmed.   A device history record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.